Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in (B)(6) 2019 and mesh was implanted, due to sui. It was reported that after the surgery the patient experienced pelvic pain, urinary tract infections and incontinence. It was reported that the patient underwent partial removal surgery on (B)(6) 2021 no additional information was provided. No additional information was provided.